Event description:
It was reported that a patient presented to the hospital with an inflatable penile prosthesis (ipp) that was not functioning properly. Upon inspection of the device, the right cylinder connecting tube to the pump had cracked. The ipp pump was explanted and replaced with a new inflatable penile prosthesis (ipp) pump. No patient complications were reported.

Event description:
It was reported that a patient presented to the hospital with an inflatable penile prosthesis (ipp) that was not functioning properly. Upon inspection of the device, the right cylinder connecting tube to the pump had cracked. The ipp pump was explanted and replaced with a new inflatable penile prosthesis (ipp) pump. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The tubing was cut down to the pump block and not returned for analysis. The pump was functionally tested and did not pass the activation test. Product analysis concluded these activation issues could affect the functionality of the device as the reported mechanical issue. Product analysis was unable to confirm the reported event related to a hole/perforated but was confirmed mechanical issue.